Manufacturer narrative:
Additional narrative: (B)(6). Manufacturing investigation evaluation: part returned in a mini-grip; it was disassembled into two (2) components: peek component and titanium component. The titanium component (part 60050839 / lot 8792637) is manufactured in (B)(4) . The peek component (part 60053511 / lot 9107363) is manufactured in (B)(4). (B)(4) is responsible for the assembly. Both components were re-inspected for all the features pertinent to the complaint condition. Neither dimensional issue nor assembling issue were found. The conclusion of the product investigation is that the part is conforming from a manufacturing perspective. Product investigation summary: the zero-p implant was forwarded to the manufacturing site and checked for conformance to the specifications. The review of the manufacturing documents revealed that the complained zero-p implant was manufactured in december, 2014 in accordance with all established requirements and with no nonconformities reported. Based on these findings, it is likely that the cause of failure is not due to any manufacturing non-conformances. Unfortunately, the exact root cause which has led to this occurrence cannot be determined. Please note: the zero-p va design allows some relative movement in order to achieve load sharing to prevent post-operative implant failure. During insertion into the disk space, dissociation of the plate and spacer is possible if uneven insertion force is applied. No indication for material or design related issues. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient dob and weight not provided by reporter. Device malfunctioned intra-operatively and it is unknown if device was still implanted the investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 16 dec 2014. Expiry date: 01 dec 2024. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a surgical procedure on (B)(6) 2015, the surgeon made five attempts to place a zero-p variable angle (va) lordotic h5 polyetheretherketone (peek) device, but it is released from the cage. It was reported that there was no surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.